Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00098. Follow up information identified that after the blood patch was placed the headaches resolved the same day and the patient is doing well. Issue has been resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00098. The manufacturer is unable to determine which lead was explanted hence both leads are reported. It was reported the patient during a trial procedure the patient developed a csf leak and the remaining lead was explanted and a blood patch was administered.